Event description:
It was reported that on (B)(6), 2026, a toric preloaded intraocular lens (iol) was implanted during cataract surgery. Postoperatively, the patient experienced dissatisfaction due to suboptimal visual acuity, with reported distance visual acuity of 0.5, and symptoms of blurred vision. As a result, the toric preloaded iol was exchanged for a monofocal preloaded iol during a follow-up procedure performed on (B)(6), 2026. Following the iol exchange, the patient¿s distance visual acuity reportedly improved to 1.2. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided section b3: date of event: unknown/ not provided section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: address: post office or zip code: unknown/ not provided section e1: reporter: address: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.